Event description:
It was reported by the patient¿s mother that on march 20, 2026, the patient experienced an increase in blood glucose levels after approximately 4-24 hours of pod wear. No specific blood glucose values were reported. The mother stated that although the pod was successfully activated, it repeatedly failed to communicate with the omnipod controller, with the system displaying an error message stating ¿cannot find pod, try again.¿ despite multiple reconnection attempts, the issue persisted throughout the day. The patient subsequently developed symptoms including vomiting and lethargy, which prompted the mother to seek medical attention. The patient was hospitalized and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin and fluids, as well as laboratory testing and urinalysis conducted. At the time of reporting, the patient remained hospitalized, with an expected discharge date of march 21, 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available . Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.